Event description:
It was reported that the patient went to the ER (emergency room) and was diagnosed with hyperglycemia. The patient reported he is currently staying in a shelter due to a recent hurricane, and someone at the shelter stole his pdm (personal diabetes manager), so he could not place a new pod. Blood glucose (bg) values reached over 700 mg/dl. For treatment, the patient was given saline and insulin. The patient was released after 8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.